Manufacturer narrative:
The customer's glidescope video baton 2.0 large and glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and confirmed the reported image failure. The technical service representative connected the customer's video baton 2.0 and core smart cable to a known, good, test core monitor and the image would turn green whenever the video baton or smart cable was manipulated. During testing, the technical service representative observed that the connectors on both the customer's video baton 2.0 and core smart cable were severely damaged. The camera image quality test was performed and failed. Since the glidescope video baton 2.0 and the glidescope core smart cable were already replaced and there are no repairs available for them, the customer's video baton 2.0 and core smart cable were scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope core operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would cut out or turn green whenever the connection between the video baton 2.0 and the core smart cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.